Event description:
The customer reported accutni results above the acute myocardial infraction cut-off on few patient results which were generated on the customer back up access 2 instrument. The results were all around the 20 ng/ml. Customer then ran qc for troponin and other analytes and all were reported as failed. The results were not reported out of the laboratory. The samples were fresh collected in a plastic lithium heparin tube. Controls were run before and after the event and the results were out of range. The customer supplied 3 levels accutni qc data dated from (B)(6) 2012 were reviewed. All accutni qc values for the three levels of qc were within the customer's established ranges for the time frame provided. The failed qc data stated in the description from (B)(6) 2012 was not observed in the attached documentation. Review of the customer supplied accutni calibration curve from (B)(6) 2012, showed all was accepted as passing and had acceptable %cvs. System check was performed prior to the event on (B)(6) 2012 and passed within specification.

Manufacturer narrative:
On (B)(6) 2012, a field service engineer (fse) was dispatched to investigate the event. The fse observed that pipettor tubing had air bubbles, and the wash pump was half full only. The fse noted the cause of the problem was pinched wash buffer line near instrument manifold. The tubing came off the clamp inside fluid tray. Routed the tubing through the clamp. The fse also replaced a kinked substrate pump tube. The fse primed, ran system check, calibrated troponin, ran controls, results on mean. The root cause of the event is user error in that qc was not evaluated prior to assaying patient samples.